Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06976 and medwatch 2210968-2013-06979. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted due to sui and pop

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2012, due to pudendal neuralgia. It was reported that the patient underwent revision prosthetic graft with or without removal vaginal approach on (B)(6) 2013, due to pelvic pain, and prior vaginal mesh repair. No additional information was provided.